Event description:
New information received notes that inappropriate atp and high voltage therapy due to oversensing were observed. Programming changes were recommended. Device remains implanted.

Event description:
It was reported that r-waves were being double counted on the ventricular sense channel. The episode triggered a non-sustained lead noise alert. Patient was asymptomatic. Programming changes were recommended. No further information is available.